Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medica device removal') in an adult female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jul-2021: fu received: " previously reported event adverse event nos replaced with medical device removal and made medically significant and intervention required due to surgery" reporter and essure insertion and removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 37-year-old female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 5 months after insertion of essure. The patient was treated with surgery (essure removal (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 31-aug-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'). In a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021, reporter information, patient middle name. Event: medical device removal updated to pain. Events: abnormal bleeding, allergic or hypersensitivity reaction added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in a 37 year-old female patient who had essure inserted (lot no. D30801). Additional non-serious events are detailed below. The patient had a medical history of vaginal discharge, gravida ii and menorrhagia. Concomitant products included buccastem (prochlorperazine maleate) since (B)(6) 2021, ondansetron since (B)(6) 2021, oramorph (morphine sulfate pentahydrate) since (B)(6) 2021, ibuprofen since (B)(6) 2021 and paracetamol since (B)(6) 2021. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("abnormal bleeding"), alopecia ("allergic or hypersensitivity reaction"), sensitive skin ("allergic or hypersensitivity reaction (characterized by hair loss and skin sensitivity)"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues") and migraine ("migraines"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, dyspareunia, genital haemorrhage, mental disorder, migraine, pelvic pain and sensitive skin to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2016: coils looked to be correctly placed with in the fallopian tubes and patient an rely on essure; on (B)(6) 2016: the coils looked to be correctly placed within the fallopian tubes and that you can now rely on this as your method of contraception; on (B)(6) 2020: no cause for right iliac fossa pain identified. Normal right ovary. Essure appears to be satisfactorily positioned bilaterally; on (B)(6) 2020: the results of ultrasound scan which are essentially normal. The essure devices are seen in position and no reason for your pain has been seen quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: medical record received. New events hair loss , skin sensitivity, dyspareunia, psychological issues & migraine were added. Medical history , lab data & reporter information updated. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.